Event description:
The consumer reported an unspecified number of false results with the binaxnow covid-19 ag self test taken on an unknown date. No additional test information, including if the patient results were false positive or negative results, was provided. No additional information, including patient treatment or outcome, were provided.

Manufacturer narrative:
B3 - date of event: the date provided is an estimation as the exact date of event was unable to be obtained. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Manufacturer narrative:
B3 - date of event: the date provided is an estimation as the exact date of event was unable to be obtained. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unspecified number of false results with the binaxnow covid-19 ag self test taken on an unknown date. No additional test information, including if the patient results were false positive or negative results, was provided. No additional information, including patient treatment or outcome, were provided.